Event description:
It was reported in mid 2008, a spinal tap was performed. The pt ended up with a hole in her back "the size of a quarter." The pump was explanted 5 days later due to infection. The pump had been working perfectly until the infection event. The pt's physician was keeping the pump incision open to allow for drainage of the infection. The pt was on antibiotics and home health care was doing wound care every 2 days. The drug used in the pump was morphine sulfate (dose and concentration unk.) Additional info received indicated perioperative antibiotics had been administered (septra ds and bactroban ointment). The pt did not have meningitis. The pump had last been refilled one month prior. The pt experienced a severe headache and a spinal tap. A culture was obtained of the lumbar region with produced staph growth. The pt was treated with IV antibiotics. The outcome remains ongoing.